Event description:
The barcode scanner on the ortho summit sample handling system instrument reportedly made a groaning noise, the tube did not raise for the bar code to be read, and the reader did not scan the barcodes on sample tubes correctly. The interpretation of the scan was missing digits which in a similar misread could be a real sample tube identification number. No death or serious injury was associated with this incident.